Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose was 25 mg/dl at the time of the incident. The customer¿s other blood glucose was 35 mg/dl and was treated with food. The customer was experiencing low blood glucose for three days. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer does not allege that the insulin pump was over delivering. The customer does not use the auto mode. The insulin pump was not worn during a medical procedure/test around an MRI. The insulin pump will not be returned for analysis.